Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable."

Event description:
"On (B)(6) 2015 - the first relay plus (associated device mentioned above) was successfully implanted on zone3 (28m3 36 190 36 25 90u (lot#: 141104124)). - this complaint-related relay plus (28m3 38 190 38 25 90u (lot#: 140121169)) was secondly implanted below the first implanted relay plus. - after stent-graft deployment, amount of blood was leaked from the controller and the stainless steel rod area. Gauze was put around that area to stop further leakage. - the amount of leaked blood was larger than the first relay plus implant. Therefore, sealing function inside the delivery system is concerned. The delivery system was cleaned at the hospital."